Manufacturer narrative:
D1. Brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain information. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A patient with a history of hospitalization for cardiogenic cerebral embolism in 2025 was prescribed 10mg apixaban daily. The patient continued to experience drug-resistant symptomatic paroxysmal atrial fibrillation and requested an ablation and a left atrial appendage closure (laac) procedure. The ablation procedure as well as the implantation of the watchman device for the laac procedure were both successful on (B)(6) 2026. At the completion of the procedures pericardial effusion was noted on fluoroscopy and intracardiac echo (ice). Pericardiocentesis was performed and 650cc of fluid was absorbed. The bleeding stopped and the protamine and idarucizumab were reversed. The patient was intubated and moved to the cardiac care unit for monitoring overnight. The next morning the patient was extubated. There were no additional complications reported.